Manufacturer narrative:
Log file analysis review date: 11/09/2015; log from 11/03/2015 through 11/07/2015: power consumption above normal operating range. Additional notes: 2 low flow alarms have been logged at the following times: -(B)(6) 2015 at 10:55:52, (B)(6) 2015 at 10:56:36. The low flow alarm limit is currently set to 2.5 lpm. The 18 high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 9.0 w. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 14.3 w on (B)(6) 2015 outside of normal power consumption. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was said to be hospitalized due to the initial lvad implant and was recovering. Patient was said to have "high hemolysis" with high watts alarms. Also stated to have "dark urine" and "high myoglobin". It was stated that the patient received a pump exchange. During the pump exchange it was stated that thrombus was visualized on the impeller. It was stated that there was no pump malfunction. Patient tolerated pump exchange and is recovering in the ICU. No additional information provided. Investigation is ongoing.